Event description:
It was reported that the customer received a notification from the insulin pump that the motor of the insulin pump was not working. The customer stated that their blood glucose was extremely elevated and above 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.